Event description:
Patient presented to the physician with drainage at the neck incision site. Culture was taken and returned positive for staph. Physician prescribed antibiotics. This resolved the issue.